Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the reservoir was falling out of her insulin pump. Customer's blood glucose was over 500 mg/dl. Customer treated her high blood glucose with the device. Customer reported the top of the reservoir compartment was missing and there were cracks on the side of the reservoir compartment, piece of plastic missing from the top of battery compartment causing the black o-rings to fall out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off. The reservoir does not stay locked in. The insulin pump was received missing o-ring, broken battery tube threads, belt clip slot and minor scratches on lcd window.